Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser track. Visual inspection/damage location details: the model and lot numbers for the marksman catheter were not provided; therefore, compatibility could not be assessed. The pipeline flex was returned within the marksman catheter and found to be extending ~61.9cm from hub. The pipeline flex embolization device was then removed from marksman for further evaluation. The pipeline pushwire was found to be bent at ~110.6cm from proximal end. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was unable to be confirmed as pipeline flex braid was found to be open. Possible cause for ¿failure to open¿ is the result of re-sheathing the device more than two times. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed; however, the root cause could not be determined. Possible causes of ¿damaged during delivery/retrieval¿ are re-sheathing more than 2 times, over-manipulation, or deploying/re-sheathing braid against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the proximal end of the pipeline did not open. After it couldn't be opened, the position was adjusted, not in the curved section of the blood vessel, but in the straight section of the blood vessel. The operator had rich experience. The guide wire was used. Tried to expand the stent with catheter, because the blood vessel changed greatly and it was really difficult to open it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open. The difference between the proximal and distal blood vessels was too large, and the size of the aneurysm was also larger. The surgeon chose a ped of 5.0, but it still could not be opened. Finally, the front end of the stent was rough and had burrs. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, fusiform aneurysm in the right ophthalmic artery. Dual antiplatelet treatment was administered. Angiographic result post procedure was obvious detention. No patient symptoms or complications were reported.  Ancillary devices: penumbra neuron max 6f 088 (lot number):h12870 sheath, marksman (lot number):222007625 microcatheter, synchro14 (lot number): 0000123068 guidewire.